Event description:
It has been reported to philips that the system will not boot. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that that system is not booting. After reviewed the log file there is an issue with ippc. The fse replaced the ippc hdd. After the replacement the ippc hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.